Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation, the patient¿s device was in backup vvi. The device was restored, and previous parameters were programmed. Patient left the office in stable condition.